Manufacturer narrative:
(B)(4). This complaint for a connection issue with a minicap transfer set was not confirmed and the root cause could not be determined. Received two used sets with cap on dark blue connector and no cap on patient connector in reference to connection issue. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted on one set . Functionally hand tightened a lab titanium adapter without difficulty to both sets. Sets were tested underwater at 8 psi with no leak noted on the same set. During visual inspection no issues were noted with that set. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A nurse reported to baxter (B)(4) that the patient adaptor was loose and got separated from the titanium adaptor very easily when the home patient (hp) tried to exchange the set a second time, after being used for six months. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.